Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for multiple patent samples over several days. Of the data provided, only the following sample results were discrepant. Patient 1 initial sodium result was 133 mmol/l and was reported outside the laboratory. The repeat result on (B)(6) 2014 was 140 mmol/l. On (B)(6) 2014, patient sample 2 initial sodium result was 134 mmol/l and was reported outside the laboratory. The repeat result on (B)(6) 2014 was 140 mmol/l. Patient sample 3 initial result was 129 mmol/l and was reported outside the laboratory. The repeat result on (B)(6) 2014 was 137 mmol/l. The customer states they had several low sodium results on (B)(6) 2014 that were pulled and retested. Seven samples ran about 4-6 mmol/l higher upon repeat testing. Of the data provided, only the results for two samples were discrepant. Patient sample 4 initial sodium result was 134.4 mmol/l and the repeat result was 140 mmol/l. Patient sample 5 initial sodium result was 130.8 mmo/l and the repeat result was 136.2 mmol/l. The repeat results were believed to be correct and corrected reported were sent. One patient was sent to the ER to be redrawn, but was sent home after the repeat result was reported. There was no adverse event. The sodium electrode lot number was 21541341 with an expiration date of (B)(6) 2015. The field service representative found the mix and dry settings for the ise module were out of specification. He adjusted the mix and dry setting to specifications. Ise calibration and qc were performed and the results were within specifications. Precision testing for sodium was performed and was within specifications. A specific root cause could not be identified. A preanalytical issue was suspected as it was noted the customer was not following the tube manufacturer's recommendation by using a too short centrifugation time with a high speed. These actions can lead to contamination of the ise flow path. The issue found during the service visit could also have had an impact on the sample results. Follow up with the customer confirmed there have been no further issues.